Event description:
Same case as 2134265-2015-01070 and 2134265-2015-01049. It was reported that automatic pullback failure occurred. A motor drive unit 5 (mdu5) was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, the liquid crystal display (lcd) had a normal display however, the device will not start an auto pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).